Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. When patient was reached by dexcom representative to gather further information, they stated they were not experiencing issues to begin with and did not need troubleshooting. At the time of contact, no injury or medical intervention was reported.